Manufacturer narrative:
Device received with intermittent button response due to flattened button dome switch and partial unlocked j2 or lcd keypad connector noted during visual inspect. Unable to perform all functional testing including the displacement, operating currents, unexpected restart rewind, basic occlusion, occlusion, prime and excessive no delivery test due to buttons not responding.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer blood glucose level was in the range of 400 mg/dl. At the time of incidence. Customer was treated with the manual injection for high blood glucose level. Customer reported that the insulin pump had unresponsive buttons and they were unable to rewind the insulin pump . The customer was advised to discontinued the insulin pump and revert to backup plan. The device will be returned for analysis.